Event description:
Unomedical reference number (B)(4). Event occurred in germany. . It was reported that patient faced infusion set adhesive not adhering event on 17-june-2024 no further information was available